Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) result. Quality controls (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered the water pressure was too high and the reaction tray wash unit drain valve 1 (cdev1) was not properly working. The cse replaced the valve. The cse ran a precision study, and all was within specifications. Headquarters support center (hsc) has reviewed the information provided and concludes the data is consistent with instrument related issues with the probable cause related to an inoperable cdev1 valve. Qc was repeated and recovery was within expected ranges. The cause of the discordant co2_c result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The sample was flagged for hemolysis. The discordant result was not reported to the physician(s). The same sample was repeated on the same advia instruments, and recovered lower. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high co2_c result.